Event description:
It was reported to boston scientific corporation that during a pelvic organ prolapse repair procedure using a pinnacle duet pfr kit, as the physician was pulling the first mesh leg through the patient's sacrospinous ligament, an unknown amount of lead suture with the needle at the end detached and was captured inside the capio cage. The physician removed the mesh assembly from the patient and the procedure was completed with another pinnacle duet pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic organ prolapse repair procedure using a pinnacle duet pfr kit, as the physician was pulling the first mesh leg through the patient's sacrospinous ligament, an unknown amount of lead suture with the needle at the end detached and was captured inside the capio cage. The physician removed the mesh assembly from the patient and the procedure was completed with another pinnacle duet pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned pinnacle mesh assembly showed that the needle had detached from the solid blue dilator. Visual analysis of the returned capio device showed no defects. The detached needle was found captured inside the capio cage. No suture was found to be attached to the needle. Mechanical analysis of the returned capio device found that the device operated freely and smoothly. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable cause for this event was determined to be operational context.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.